Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): great vessel and cardiac perforations are known risks of complication with use of the glidelight device submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics large visi sheath dilator sheath, advancement was achieved to the superior vena cava (svc)/ra junction. However, the patent's blood pressure dropped and rescue efforts began, including rescue balloon and sternotomy. A perforation in the svc/ra junction was discovered and repaired. During rescue efforts, the saw used to perform the sternotomy, caused an innominate perforation which was repaired. Subsequently, it was decided to abandon any further extraction attempt of the lead. There was no attempt to unlock the lld ez from the lead before the lead/lld were cut and capped, and remained in the patient (MDR #3007284006-2024-00065). The patient survived the procedure. This report captures the 16f glidelight in use when the svc/ra junction perforation occurred, requiring intervention. The innominate perforation was unrelated to any spectranetics device. There was no alleged malfunction of any spectranetics devices in use during the procedure.